Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in a shunt in the severely tortuous and severely calcified vessel in the left forearm. A 4.0mmx20mmx40cm (4f) sterling balloon catheter was advanced for dilation. However, during first inflation, the balloon ruptured. The procedure was completed with a different device. There were no patient complications reported.